Manufacturer narrative:
Section d4: UDI: corrected. Manufacturer's investigation conclusion: the reported damage to the controller connector bend relief and outer silicone jacket of the driveline was confirmed through the onsite evaluation by an abbott technical services representative. A specific cause for the reported damage could not be conclusively determined. The submitted log file contained events from 16jul2024 through 05aug2024. No notable events associated with the pump were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Review of the submitted image showed tape wrapped around the controller connector bend relief and outer jacket of the driveline adjacent to the controller connector bend relief. It was reported that a clamshell repair was performed on 08aug2024. Additionally, rescue tape was reapplied to other areas with minor cosmetic damage. The relevant sections of the device history records for vad-60481 and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the silicone layer of the driveline at the system controller end that continued to get worse. The patient did not report any alarms, and no alarms related to the driveline were seen on interrogation. The customer requested an external driveline repair. During onsite evaluation, it was determined that the damage was insufficient to warrant a distal end replacement. Instead, only a clamshell repair was performed, and rescue tape was reapplied to other areas with minor cosmetic damage. Previous driveline damage was reported under MFR # 2916596-2021-07147.